Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the heavily tortuous distal left anterior descending (lad) artery. The 1.2x08mm mini trek balloon dilatation catheter (bdc) failed to cross the lesion reportedly due to interactions with the patient's anatomy. During withdrawal, resistance was met reportedly due to interactions with the patient's anatomy, and the proximal shaft separated. The separated sds was reportedly withdrawn without intervention. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. However, the decision was made to end the procedure at that time, with no additional treatment. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The reported resistance during removal and failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.